Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm, and the piston got shattered. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880l, mmt-399a. Troubleshooting was performed for damage, and the customer reported ring damage, the reservoir was unable to lock in place, and the functionality of the pump was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was not performed. The customer reported a past insulin flow blocked alarm event, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer response was that the device would be returned. No product return is required for mmt-399a.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer ring. Unable to verify insulin flow blocked alarm during test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/21/2025 12:15:55.000 in pump downloaded history. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken reservoir tube lip, missing display window cover, cracked battery tube threads, and cracked lcd window. Missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at reservoir tube during analysis. Was unable to verify insulin flow blocked alarm during test due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.